Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7/g6 cgm and the ilet, resulting in signal loss to the ilet only, while blood glucose values remained unaffected. Symptoms included no clinical effects and no alerts or alarms. Outcomes included no injury, no medical intervention, and no impact on glycemic control. Investigation included remote troubleshooting and education, which involved toggling between dexcom g6 and g7 settings, repairing the cgm connection to the ilet, and advising the user to allow time for pairing. Investigation of this case revealed a communication disruption between the cgm transmitter and the ilet without evidence of device malfunction or hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-level connectivity interruption and normal bluetooth pairing behavior.